Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator did not switch on. After replace of the fuse, the ventilator could be switched on but failed safety valve test during pre-use check. The nozzle units in the gas modules was found defective. After replacement of the nozzle units, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No logs were provided and the replaced nozzle units was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer and safety valve tests during pre-use check. Thee was no patient involvement. Manufacturer's ref #: (B)(4).